Event description:
The customer was called in order to follow up with a survey response. Customer reported that sensor readings had been 100 points off from the customer's blood glucose and lost sensor alarms had occurred. At the time of the first lost sensor incident, customer's blood glucose was 43 mg/dl, but customer did not know blood glucose was low as sensor was not giving values. The customer treated for low blood glucose but did not specify how. It was confirmed the sensors related to the lost sensor alarms had been bent. Customer declined to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.